Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio: 2.0; lab: 1.5. Time elapsed between each method of testing is 45 minutes. Pt's therapeutic range was not provided.

Manufacturer narrative:
Investigation pending.